Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
He consumer reported a false negative result with ID now covid-19 2.0 test kit on (B)(6) 2023 with an unknown sample. Additional testing was performed with an antigen ¿imuno ace¿ tauns test generating a negative result. No additional information, including patient outcome and treatment, were provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported a false negative result with ID now covid-19 2.0 test kit on 26dec2023 with an unknown sample. Additional testing was performed with an antigen ¿imuno ace¿ tauns test generating a negative result. The patient confirmed being symptomatic. No additional information, including patient outcome and treatment, were provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. Updated b5, h6 - medical device problem code and investigation conclusion code. G3: MFR number: 1221359-2024-00053-01: incorrect date was documented in g3, it should have been (B)(6) 2024 h10: updated investigation conclusion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported a false negative result with ID now covid-19 2.0 test kit on (B)(6) 2023 with an unknown sample. Additional testing was performed with an antigen ¿imuno ace¿ tauns test generating a positive result. The patient confirmed being symptomatic. No additional information, including patient outcome and treatment, were provided.